Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a rewind issue on the insulin pump. The customer's blood glucose level was 189 mg/dl. The customer stated that the insulin pump won't rewind and trying to change her infusion set. The customer said that they were able to rewind the insulin pump and said that she had open circle on the screen. No further assistance needed.